Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported about 6 months after injection in the lips with 1 syringe juvéderm volbella® xc the patient experienced ¿delayed onset nodules.¿ the patient has a "disfiguring large nodule on the lower lip and multiple nodules on the upper lip that are non tender." 13 days after symptoms began the patient was treated with biaxin and then medrol dose pack. Symptoms are ongoing.